Event description:
Allegedly, patient was revised due to mom complications; pain; instability; elevated cobalt and chromium metal ion levels; metallosis of pseudo tumor loss of bone osteolysis under the femoral component caused by the metal particles - right.

Manufacturer narrative:
This is the same event as 3010536692-2015-00972.